Manufacturer narrative:
Despite multiple requests, no further event details were provided, and the treatment tip and data logs were not returned for evaluation. Therefore, the reported tip too warm errors could not be confirmed. As the device serial number was not provided, the device history record review could not be performed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to the thermage flx system user manual, burns are a known possible adverse patient reaction to thermage flx treatments. The procedure produces heating in the upper layers of the skin and may cause burns and subsequent blistering and scab formations. There is a small chance of scar formation. In the rare instance of a burn that results in a scar, the scar will probably be very small. As the device and datalogs are not available for evaluation, nor was the device serial number provided, no causal factors can be determined, and no conclusions can be drawn. At this time, no CAPA is necessary.

Manufacturer narrative:
The investigation is underway.

Event description:
A user facility reported a patient burn on the eyelids during an flx treatment. It was also reported that during the procedure, tip too warm errors occurred although the tip was cold to the touch. The errors occurred after 225 shots. The surface of the treatment tip was in contact with the skin. The handpiece was held both vertically and horizontally during the treatment. Cryogen was felt cooling the surface of the tip without being activated and the treatment was started with a full can of cryogen. It is unknown if the cryogen can was warm as it was not checked. It was reported that solta coupling fluid was used and the system was used the day prior to this incident. Though requested, no additional patient, event, or device information has been received.